Event description:
Using anchor-c. Put in a 6x14x16 4 deg cage. Put in superiorly 3.5x10 self drilling screw via aio guide and awl. Doc thought screw was stripping so removed. Second 3.5x10 screw was placed inferiorly perfectly. Doc wanted to put in the rescue screw. I suggested putting guide back on. Doc went ahead placed awl through implant and put in screw without guide. Screw appeared to follow same path as first screw on x-ray. I noticed that screw had penetrated through the cage. He backed out rescue screw back into titanium part of cage. He was happy with where screw was and felt it would not penetrate forward or back out as it was very tight. Asked again if he was confident that screw wouldn't migrate. He said ves and wanted to leave it.

Manufacturer narrative:
The product was discarded and therefore stryker spine was not able to complete an investigation of the device. No definitive conclusion for the event could be completed.